Event description:
Implant did not achieve osseointegration, immediate implantation, infection. Pain, swelling, abscess, inflammation. Pt developed severe infection after placement of implant, requiring removal of implant and debridement of site.